Manufacturer narrative:
Patient information was not provided for reporting. UDI# (B)(4) lot# unknown. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. No service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, a screwdriver handle cracked into many pieces during hardware removal surgery. There was no delay in surgery and no harm to the patient. This report is for one (1) cannulated 2.5mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).